Manufacturer narrative:
The returned lead underwent extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. During the visual inspection, cuts in the insulation and deformation of the distal shock coil were found that are likely due to the surgery. During the ongoing analysis, no other deviations from technical specifications could be found that could be related to the clinical complaint. The lead was within specifications and in working order. There was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - after an implantation time of about 40 months, oversensing with inappropriate shock deliveries was reported. The lead was then explanted. Aside from the shock deliveries, no worsening of the patient's state of health was reported.